Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. Leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be a manufacturing defect: insufficient bonding at the seal between the tubing and stress member. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2013. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor had a loose tubing connection causing leakage to occur during patient use. The device was filled with a solution of ropivacaine hydrochloride hydrate. This potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was confirmed during initial evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.